Manufacturer narrative:
H6: investigation summary: photo received for investigation. Upon visual inspection, a 3 ml syringe is observed with illegible scale on the barrel. A device history review was performed for reported lot 1104810, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Possible root cause is associated with the marking process. The coils of the cylinder rail can get stuck and consequently cause a poor feeding of the cylinder of the rail towards the marking machine causing in turn the pad of the marker to be damaged, having as a consequence that the marking of the scale is illegible. Action will be taken to perform a monthly maintenance of the cylinder rail coil towards the marker, and manufacturing personnel will be notified to review the material found on the line prior to resetting the machine.

Event description:
It was reported syringe 3ml ll 200 s/c had incorrect markings. The following information was provided by the initial reporter: "bd 3 ml syringe luer-lok tip was found today with incomplete and illegible marked increments and numbers."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported syringe 3ml ll 200 s/c had incorrect markings. The following information was provided by the initial reporter: "bd 3 ml syringe luer-lok tip was found today with incomplete and illegible marked increments and numbers."